Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support the pump was functioning as expected. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was 130 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.